Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, around 0-25% of the shell is missing, and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified broken shell with striated edge on anterior side assessed as surgical damage and a curved striated opening on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage. A curved striated opening assessed as surgical damage. Missing shell that is assessed as inconclusive. The reason for reoperation was rupture.

Event description:
Healthcare professional additionally reported rupture occurred on the right side and there was "evidence of a dual capsule." The device has been explanted.

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Healthcare professional reported rupture on an unknown side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional additionally reported rupture occurred on the right side and there was "evidence of a dual capsule."